Event description:
It was reported a mammosite balloon was placed on (B)(6) 2011. On (B)(6) 2010 a computed tomography (CT) scan indicated that the device was not correctly placed. On (B)(6) 2010 the device was correctly placed by ultrasound and a five day course of radiation took place from (B)(6) 2010 to (B)(6) 2010. In (B)(6) of 2011 (exact date unk) the pt was hospitalized for a total of 20 days for "complications including a seroma which was drained and an infection requiring antibiotics" (type and dosage unk). The pt was discharged and continued with 10 days of home healthcare. No additional info was obtained.

Manufacturer narrative:
Lot number of the device not provided by the complainant, therefore the expiration date is not known. The explanted date was not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device can not be completed. Lot number not provided by the complainant, therefore the manufacture date is not known. Based on the info obtained to date, no direct correlation can be made between the reported event and the mammosite system. Device history record (DHR) review could not be conducted for the device as a lot number was not provided by the complainant. According to the instructions for use (IFU): (B)(4) study: study results; both breast seromas and breast infections are listed in adverse events, local tissues events, late local tissue effects, and serious adverse events. (B)(4).